Manufacturer narrative:
Date of event: exact date unknown, event occurred between (B)(6) 2020 to (B)(6) 2021. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Literature source: chhabra p, et al. Initial united kingdom experience of endoscopic ultrasound-directed transgastric endoscopic retrograde cholangiopancreatography. Annals of hepato-biliary-pancreatic surgery 2022: 26(4) p. 318-324. (B)(4).

Event description:
Boston scientific corporation became aware of the following event from referenced literature article "initial united kingdom experience of endoscopic ultrasound-directed transgastric endoscopic retrograde cholangiopancreatography." According to the literature, an axios stent and electrocautery enhanced delivery system was implanted to treat a choledocholithiasis during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on an unknown date. It was reported that the patient developed pneumoperitoneum after the stent mis deployed and a fully covered 8 cmx18mm esophageal stent was placed to bridge the defect. Stent migration was also noted on another patient 3 days post stent placement which led to pneumoperitoneum and a fully covered esophageal stent was placed to bridge the defect. Another patient experienced a persistent fistula after removal of the axios stent and an endoscopic suturing of the fistula was performed. Note: it was reported that the axios stent was placed during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.